Event description:
A faradrive steerable sheath was selected for a farapulse procedure to treat atrial fibrillation. It was reported that while aspirating through the three port valve, a significant amount of air bubbles was observed exiting from the irrigation port of the sheath, and the same occurrence was noted again after farawave catheter insertion when aspiration was repeated. Air was observed in the sheath during the procedure when removing the dilator and aspirating through the three-way stopcock with the syringe, with bubbles specifically noted in both the flushing line and the syringe. No air was seen in the patient. The device was replaced, and the procedure was completed without patient complications.